Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an atherectomy and stenting treatment procedure, rotational speed adjustment difficulties were encountered. Vascular access was obtained via the radial artery. The 70% to 90% stenosed target lesion was located in the non-tortuous and moderately calcified mid left anterior descending (lad). It was reported that the turbine pressure was unable to be adjusted from 210,00 rpm and the speed of the device did not respond when the knob was turned. The procedure was completed with this device. It was noted that after the procedure a biomedical engineer tightened the screws on the button of the speed control. No patient complications were reported and that patient's status is stable.